Manufacturer narrative:
Based on the information provided by the foreign distributor, the carefusion technical support specialist identified a malfunctioning main board as the most likely cause in this event. A replacement main board was sent to the foreign distributor for the repair of the device. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of (B)(6) 2015 the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The (B)(6) distributor reported that the unit was exhibiting a transducer error and irregular ventilation "continuous triggering". No patient involvement.